Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead had a low pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.